Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. There was no impact to blood glucose. Reportedly, the customer did not change the supplies and resumed insulin delivery to address the event.